Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a no delivery alarm and a weak battery alarm on the insulin pump. Customer stated that he had three lines on his pump. Customer changed out the battery and the alarm disappeared. Customer was advised to do a complete set change as much as possible. Customer will change the infusion set when he gets home. Customer's blood glucose was 128 mg/dl. Customer was unable to troubleshoot for the no delivery alarm because he does not have a set to change with. Customer stated that he will give a manual injection because he does not see the active insulin on his status screen.